Manufacturer narrative:
Analysis of the patient programmer (pp), serial number (B)(4), found the device was scrapped due to corroded digital boards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial#: (B)(4), product type: programmer. Product ID: 37603, serial#: (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient programmer (pp) was blank, unresponsive, and wouldn't power on despite pressing the power button. The consumer confirmed they were using the correct batteries for the device (standard, alkaline, duracell). The consumer tried replacing the batteries and confirmed they were using brand new batteries from the package, and the issue persisted. It was noted the pp had not been dropped, damaged, or gotten wet. Due to not being able to use the pp therapy was off, and the patient could ¿hardly walk.¿ no further complications were anticipated.